Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a kink was noted to the access sheath after the device was partially recaptured. No patient injury or complications were reported. Procedure was completed with this device.